Event description:
The facility reported a colleague infusion pump with a "cracked tube motor collar." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a "cracked tube motor collar" was confirmed but not reproduced by a baxter service technician. The assignable cause was determined to be a damaged tube motor collar. The pump head module (phm) was replaced to correct the condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.